Event description:
It was reported that during a da vinci hysterectomy procedure, the endowrist one vessel sealer instrument was observed to seal, but the blade would not arm consistently when prompted. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation could not confirm the customer reported failure mode. Upon initial inspection, there was no damage, blade exposed or significant debris found between the grips of the instrument. Failure analysis investigation also found that the instrument wrist was dislodged; therefore, could not be placed on the is3000 system for testing. No other testing was conducted. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument wrist found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.